Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Part of the tooth brush has fallen apart, tooth brush breaking, part of the brush has came off- dual clean brush head [device breakage]. No adverse event [no adverse event]. Case description: a (B)(6) female consumer reported that she used an oral-b rechargeable toothbrush, version unknown, and part of the oral-b brushheads, version unknown had fallen apart. No symptoms developed. 04-dec-2015: received follow-up: the consumer reported that she used an oral-b power rechargeable toothbrush handle vitality 3709, and the oral-b dual action brushhead broke within a few months of having it. She explained that the "below part" had come off. No symptoms developed.